Event description:
The user facility reported 64yo male was implanted with an impella 5.5 device for mechanical circulatory support it was reported that there were high purge pressure alarms noted. However, no kinks in the purge system were noted. Heparin was to be added to the purge system and close monitoring of the patient was done. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The data logs confirm the low purge pressure even 30 minutes into support. The event lasts about 2 minutes. Following this event purge pressure begins to rise and the high purge pressure persists throughout the remainder of the case. The product was returned and the high purge pressure was reproduced. The purge blockage was isolated to the impeller/motor housing. The cannula was removed and biomaterial was found under the impeller. The root cause of the high purge pressure was determined to be biomaterial buildup under the impeller. This report is being filed as part of a retrospective review of historical records.